Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the last device check the right atrial (ra) lead impedance had decreased and was low. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.